Event description:
Infusion pump beeping in the middle of the night, with screen blacked out. Pump was un-responsive when any of the buttons pushed. Pt's wife spoke to on-call rph. On-call rph instructed pt to take the battery out of the pump and switch to back up. No change in pt's symptoms reported. Delivery set up for replacement pump. Informed pt's wife that a return box will also be sent for faulty pump. No other info known. Reported to (B)(6) by pt/caregiver. Dates of use: (B)(6) 2017. Diagnosis or reason for use: pah.